Event description:
Rptr has been having a lot of back and leg pain for a long time. On 9/30/91 she had lumbar fusion and metal rods with 4 screws at l2-l3-l4-l5. She is still having a lot of pain in the middle and lower back and she thinks she now has some damage in her left leg that she didn't have before and her hips are numb. She has pain all the time that she didn't have before the rods. She has taken therapy twice for it and it didn't help. She has been on pain medication for 3 yrs now and has been told nothing more can be done.